Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us157850, item name: m2a-magnum cup, lot #: 151010, item number: 139252, item name: m2a-magnum taper insert, lot #: 003920, item number: 157444, item name: m2a-magnum femoral head, lot #: 651000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03008 , 0001825034 - 2019 - 03009, 0001825034 - 2019 - 03011. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 9 years post-implantation due to an abductor tear. During the operative procedure metallosis, metal debris and trunnionosis were noted. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified failed right total hip arthroplasty, abductor tear, mild metallosis, minor metal debris around the acetabulum and noted minimal trunnionosis the device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Medical records were received and reviewed, however, complaint could not be confirmed. Medical records noted mild metallosis but minimal for a metal on metal hip, minor metal debris around the acetabulum and minimal trunnionosis. The acetabulum and stem were noted to be well fixed and both were retained. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.